Event description:
It was reported that the patient needs MRI due to seizure she had on (B)(6) 2015. She was not going back to healthcare provider because hcp (healthcare provider) wants to remove her bladder. It was reported later that the patient requested compatibility guidelines for MRI. The area to be scanned was the head / brain. She was currently not seeing any physician for her implant. She does not turn her stimulation on. Reports since implant when she turns her stimulation on or increased stimulation she feels sick to her stomach and nervous/ jittering inside. Reports her physician at the time was aware of the situation, but she wanted to removed her bladder. Caller reports previous she needed ankle MRI and was told she could not have it done. It was reported two days later by the healthcare provider that a brain MRI was needed. Does not know if related to manufacture device/therapy. The caller noted that patients ins (stimulator) was not working. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID 3093-28, lot# va04h0k, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).